Event description:
It was reported that prior to an unknown procedure the reload was a little bent and could not load in the device. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge. The analysis results found that the tr45w cartridge reload was returned. The cartridge was returned unfired and the lockout was found normal. In addition the cartridge deck and cartridge body were found damaged as if it was exposed to heat. The returned cartridge could not be tested due to its condition. No conclusion could be reached as to what may have caused the found issue. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.